Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Lot. No. 8013424 was not manufactured in dl. A device history review could not be completed. H3 other text : see h10.

Event description:
It was reported while using bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g the label was missing the expiration date. There was no report of patient impact. The following information was provided by the initial reporter: doctor wanted to know if pen needles had an expiration date stated, he has a unused sample packages. Doctor stated, there was no expiration date.

Manufacturer narrative:
Address information was not able to be obtained, therefore, nj was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Customer provided medical device lot # 8013424, but this was not recognized as a valid lot number. Medical device expiration: unknown. Date device manufacture.

Event description:
It was reported while using bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g the label was missing the expiration date. There was no report of patient impact. The following information was provided by the initial reporter: doctor wanted to know if pen needles had an expiration date. Stated, he has unused sample packages. Doctor stated, there was no expiration date.